Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for the stabilizers. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the chest demonstrate postoperative changes from reconstruction of a pectus excavatum procedure with dislodgment of the pectus bar from the stabilizer on the left side of the patient. The overall fit of the implant is appropriate. No correlating factors can be identified for the dislodgement of the pectus bar from the stabilizer on the left side of the patient. The patient op notes were reviewed: the patient was diagnosed with having severe pectus excavatum. She had worsening shortness of breath and chest discomfort over a period of several months prior to the procedure. She had no significant symptoms since childhood and did not consider surgical repair until now. More recently, she has been unable to do her active exercises because of shortness of breath and chest discomfort. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: novak 13.5" ti pectus bar cat# pt-4004 lot#ni. Titanium pectus elongated stab cat# 01-3802 lot#ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00204. 0001032347 - 2021 - 00205.

Event description:
It was reported that a pectus bar and two stabilizers were explanted approximately two months postimplantation due to disassociation of the bar from the stabilizer. The surgeon plans on reinsertion in the near future. Attempts have been made and additional information on the reported event is unavailable at this time.